Event description:
During coil embolization of ruptured aneurysm procedure, the subject coil encountered resistance when being advanced within the microcatheter. The operator attempted to withdraw the subject coil but it got prematurely detached. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 gtin - updated. G4 PMA/510k ¿ corrected. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that strong resistance was encountered when advancing the subject coil within a microcatheter and during an attempt to retract the device the coil got detached. It is likely that the coil detached due to a physical break resulting from the friction issues reported. Based on a review of all available information an assignable cause of undeterminable will be assigned to this complaint. The product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
During coil embolization of ruptured aneurysm procedure, the subject coil encountered resistance when being advanced within the microcatheter. The operator attempted to withdraw the subject coil but it got prematurely detached. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.